Event description:
A facility reported the presence of blood inside hospital mattresses due to pinholes in the material (covering). The fluid infiltration was discovered in 37 mattresses when the covers were separated away from the foam insert during preventative maintenance inspections of beds and mattresses. The compromised mattresses were replaced.